Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient experienced postoperative abdominal pain and discomfort. According to the initial reporter, the sleeve had started to leak 3 weeks post-operatively. In addition, the leak was identified between the two staple lines. Intuitive surgical, inc. (Isi) contacted the console surgeon who performed the initial robotic surgical procedure and obtained additional information regarding the reported event: the surgeon stated he completed the initial robotic procedure with no issues. About three weeks later, the patient presented in the ER with abdominal pain and discomfort. She was taken in for a second robotic procedure. The surgeon evacuated fluid, placed a drain, and transferred the patient to a bigger hospital. He did not notice any malformed staples or an open staple line. The surgeon confirmed that none of the stapler products would be returned to isi for evaluation as the initial procedure was uneventful. There is no video recording or images of the procedure. According to the console surgeon, another surgeon in the other hospital placed a clipped endoscopically in an attempt to resolve the sleeve gastrectomy leak. However, within 24 hours, the patient underwent a laparoscopic procedure, as the leak was still present. During the laparoscopic procedure, a gap was identified between the first and the second staple lines (where the staple lines overlap). There were some malformed staples seen. The surgeon oversewed the opened staple line. Then after the procedure, a stent was placed later endoscopically. The patient is reported to be recovering well.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. Isi has requested for return of the sureform 60 stapler instrument and the stapler reload(s) associated with the incident for failure analysis investigation but the surgeon confirmed the products have been discarded. If additional information is received, a follow-up MDR will be submitted no image or video clip for the reported event was submitted for review. A review of the stapler logs for the sureform 60 stapler instrument (part #480460-09, lot #l91211201-0193) associated with this event has been performed. The following additional information was provided: the logs show that the stapler instrument was installed 6 times and fired 6 reloads (all blue). All firings were completed per the logs. Firings #1 and #2 had one pause for compression, the rest had no pauses. There were no incomplete clamps by this instrument. The logs showed no stapler-related errors. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced post-operative abdominal pain and discomfort, secondary to a staple line leak. The cause of the post-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.